Event description:
It was reported that pump displayed malfunction message after pump got wet when caller was caught in rain, and caller initially could not access app. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information while malfunction cleared or pump reset itself during call.